Event description:
It was reported that the circumflex artery was treated with two xience 2.5 x 23 mm stents with a good result. The left anterior descending artery (lad) was dilated with 2.0 mm and 2.5 mm non-abbott non-compliant balloon dilatation catheters (bdc). The heavily calcified diagonal lesion was crossed with balance guide wires and dilated with 2.0 mm semi-compliant bdc. The 2.5 x 33 mm xience prime stent was unable to cross the diagonal lesion. It was ballooned further with a 2.0 x 12 mm non-abbott balloon. A 2.5 x 12 mm non-abbott balloon was attempted but was unable to cross. A buddy wire was inserted into the diagonal but was still unable to deliver the 2.5 x 12 mm non-abbott balloon. The xience prime 2.5 x 33 mm stent was attempted to be delivered again, but it was still unable to cross. No stents were able to cross the lesion. It was reported that some calcium may have been dislodged during the initial attempt to cross the xience prime, which may have resulted in the inability to cross a larger diameter bdc. However, this was not confirmed under angiography. It was also reported that a dissection had occurred during use of a non-abbott balloon in the diagonal artery, prior to any attempts to cross with the xience prime stent. The attempt was abandoned and the lad was stented across the ostium of the diagonal. The next day, cardiac enzymes confirmed a definine periprocedural myocardial infarction, presumably related to the compromise of the diagonal branch. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified. It should be noted the xience prime everolimus eluting stent system instructions for use (IFU) states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed, as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. The re-insertion of the device does not appear to have contributed to the reported difficulties. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, angina and myocardial infarctions are listed in the xience prime IFU as known adverse events of coronary stenting procedures.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device (B)(4) - re-insertion of device. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.